Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility contacted baxter (B)(4) technical services to report a clearlink paclitaxel set that the facility "had another problem with the tubing today. [The set] came apart at the distal end (closest to patient)." The malfunction was reported to have been found before use. There was a patient involved; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was received for evaluation. The sample was visually inspected but not removed from the plastic bag, because the sample was contaminated with chemotherapy. The tubing was observed separated from the male luer. The reported condition was confirmed. The root cause was not determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.